Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when filling a cartridge. Additionally, it was reported that there was a piece of septum material in the syringe needle. There was no reported impact to customer's blood glucose. Reportedly, a new cartridge was loaded to address the event.